Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. Abbott technical support was contacted and confirmed that battery depletion was normal and that overestimation of device longevity occurred in a previous follow-up. Device replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Please note that the device was implanted in 2014 but the exact implant date is unknown. The field complaint of overestimation was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Analysis of device image indicated device operated at high pacing output settings at times and autocapture was enabled during the implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.